Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of a coyote nc balloon catheter. The balloon was loosely folded with contrast and blood in the balloon and lumen. There was tip damage. Functional testing with an inflation device filled with water was used to inflate the balloon to the rated burst pressure and revealed a pinhole in the balloon material. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified anterior tibial artery (ata). After a guidewire crossed the lesion, a 2.0mmx20mmx142cm nc quantum apex¿ balloon catheter was advanced for dilatation. Insertion resistance was encountered by the physician. However, during the first inflation, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported.